Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers and doors were not detected on bus. The field service engineer replaced the network cable which caused internal power failures and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. The user managed to get medication another station. There were no adverse events or injuries reported based on this incident.